Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that during the operation, the inner sheath could not advance in the outer sheath due to an impediment. There was no occlusion when irrigating the sheath. The delivery wire can enter, but the catheter could not. The dilator was not able to be moved through the sheath. The dilator was not stuck in the sheath. There was no physical damage on the sheath or dilator. The hemostatic valve did not break/separate. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. Another vizigo¿ was used to complete the operation. No patient adverse event was reported.

Manufacturer narrative:
The photo analysis was completed on 06-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that during the operation, the inner sheath could not advance in the outer sheath due to an impediment. There was no occlusion when irrigating the sheath. The delivery wire can enter, but the catheter could not. The dilator was not able to be moved through the sheath. The dilator was not stuck in the sheath. There was no physical damage on the sheath or dilator. The hemostatic valve did not break/separate. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. Another vizigo¿ was used to complete the operation. No patient adverse event was reported. Evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, blood was observed on the hub of the vizigo¿ sheath, also, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A manufacturing record evaluation (mre) was performed for the finished device number 00001974 and no internal action related to the complaint was found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been updated. The issue reported by the customer was confirmed based on the picture received. The device has not been received at the biosense webster inc. (Bwi) product analysis lab for analysis. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 21-dec-2022. Clarification was received regarding the event description. The event description has been updated from ¿during the operation, the inner sheath could not advance in the outer sheath due to an impediment¿, to ¿during the operation, catheter (st) could not advance in the outer sheath due to the impediment.¿ based on the additional information, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 07-oct-2022. The device evaluation was completed on 14-oct-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that during the operation, the inner sheath could not advance in the outer sheath due to an impediment. There was no occlusion when irrigating the sheath. The delivery wire can enter, but the catheter could not. The dilator was not able to be moved through the sheath. The dilator was not stuck in the sheath. There was no physical damage on the sheath or dilator. The hemostatic valve did not break/separate. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. Another vizigo¿ was used to complete the operation. No patient adverse event was reported. Device evaluation details: visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed two kinks at the proximal part on the sheath and that the hemostatic valve was dislodged inside the sheath. The dilator was not returned for the analysis. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Well known lab samples of dilator and catheter were introduced through the sheath, it was determined that the obstruction felt by the customer could be related to the valve dislodged. A device history record evaluation was performed for the finished device number 00001974 and no internal action was found during the review. The issues reported by the customer were confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 19-jan-2024, the h6. Investigation conclusions code was corrected from cause not established (d15) to unintended use error caused or contributed to event (d1102).